Event description:
It was reported that the patient presented for routine implant of the right atrial lead. The lead was initially placed with satisfactory parameters. However, after the incision was closed no p-waves were observed and the capture threshold had increased. The atrial lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and failure to sense. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix was able to extend and retract by when torque was directly applied at the connector pin. The helix was measured and found to be within specifications. The reported events of high capture threshold and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.